Manufacturer narrative:
(B)(4). Batch #: v95n3v. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an endoscopic thyroidectomy the white tissue pad completely fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh36 device was returned with the tissue pad damaged, melted, and 100% present. The blade tip was damaged, however, the blade was not cracked. The tissue pad was not detached as reported by the customer. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2022. Additional information was requested and the following was obtained: after investigation, the patient was a 31-year-old female. On (B)(6) 2022, the patient underwent thyroidectomy due to "thyroid mass". The surgeon used harh36 manufactured by our company. The device was non-reusable, and the surgeon reported that the device was normally installed. During the operation (with specific situation unknown), the tissue pad fell off, and the tissue pad falling off was found. No patient injury event occurred during this period. Then the surgeon replaced the same product code device to complete the subsequent surgery successfully, and the surgery time was prolonged (the specific extended surgery time was unknown). The patient recovered well after the surgery and was discharged. No reports on subsequent complications were received.